Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: device thrombosisadditional text: suspected thrombus. Watts 21. Flows unreadable and low flow alarms.specific component(s) involved: other component malfunction, specifyadditional text:other component: unknowncausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : lvad turned off per patient requestimplant device type: lvadmalfunction device type: